Manufacturer narrative:
(B)(4). (B)(6). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike connector cover was disconnected from the spike of a uv transfer set during peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported issue. A visual inspection was performed with no abnormalities noted. Leak testing, clamp function testing, and clear passage testing was performed with no issues noted. The cause of the reported problem was undetermined. Should additional relevant information become available, a follow-up report will be submitted.